Event description:
On (B)(6) 2022 a patient was implanted with genesys spine hardware to treat a burst fracture and to stabilize the lumbar spine while healing occurred. Six months after initial implantation, the patient's burst fracture has healed and the hardware was determined to no longer be necessary. The surgeon opted to remove the genesys spine hardware on (B)(6) 2022. There were no signs of infection and the removed hardware was intact. The genesys spine hardware was found to have performed as intended.